Event description:
It was reported that while testing on biofire with bd bactec¿ plus aerobic/f culture vials (plastic) a false positive for acinetobacter and was obtained. Confirmatory culture was performed and there was no growth for acinetobacter. The result was reported. Customer has not confirmed if treatment for acinetobacter was provided to patient. The following information was provided by the initial reporter: patient 6 of 7 it was reported that acinetobacter resulting on biofire for positive 442023 bottles lot 1160562, but it does not grow in culture. Please provide the date this patient was tested on the biofire: (B)(6) 2021 was biofire result dual positive? Acinetobacter and e.coli was any organism seen on the gram stain for this bottle? Yes. If so what was the organism reported? Gram negative rods did any organism grow in culture? E. Coli was the acinetobacter reported out for this patient? Yes was the patient treated for the acintobacter? Customer unsure but will follow up after speaking with the pharmacy if so were there any adverse reactions to the treatment? Pending follow up with customer

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2647876-2021-00216 was sent in error. It was determined that this patient was not affected by part# 442023, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while testing on biofire with bd bactec¿ plus aerobic/f culture vials (plastic) a false positive for acinetobacter and was obtained. Confirmatory culture was performed and there was no growth for acinetobacter. The result was reported. Customer has not confirmed if treatment for acinetobacter was provided to patient. The following information was provided by the initial reporter: patient 6 of 7 it was reported that acinetobacter resulting on biofire for positive 442023 bottles lot 1160562, but it does not grow in culture. Please provide the date this patient was tested on the biofire: (B)(6) 2021. Was biofire result dual positive? Acinetobacter and e.coli was any organism seen on the gram stain for this bottle? Yes. If so what was the organism reported? Gram negative rods. Did any organism grow in culture? E. Coli. Was the acinetobacter reported out for this patient? Yes. Was the patient treated for the acintobacter? Customer unsure but will follow up after speaking with the pharmacy. If so were there any adverse reactions to the treatment? Pending follow up with customer.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.